Event description:
The following pt symptoms were reported: swelling of her leg, a great amount of pain, and a feeling of something twisting inside her. The pt's medication was replaced with saline over "the last 2 months" due to the swelling. The pt had indicated that her primary healthcare provider was unwilling to refill her pump, or explant the device. The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).